Event description:
It was reported that the pump module failed preventive maintenance (pm) during rate accuracy test (the test is being terminated right away after showing aborted). There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.